Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add¿l info was requested on (B)(6) 2012 by phone, fax and mail. A completed questionnaire was received on (B)(6) 2012. Add¿l info has been requested regarding the planned lens exchanges. (B)(4).

Event description:
A surgical coordinator reported a pt with significant halo and glare three months following bilateral intraocular lens (iol) implant surgery. She reported the pt wants the lenses exchanged. In a follow up, the surgical coordinator reported that, in the surgeon¿s opinion, the device did not cause/contribute to the event; rather it was due to the pt¿s history of dry eyes. She indicated that a lens exchange is planned. Add¿l info has been requested regarding the planned lens exchange. There are two medical device reports associated with this event. This report is for the right eye.